Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 22203392.reference number: (B)(4) product family: scs-linear leads upn:(B)(4), model: sc-2218-70 serial: 5073336 batch: 5073336. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial:(B)(4), batch: 5073341.

Event description:
A report was received that a patient experienced an infection at the ipg site and had the entire scs system removed. The patient was placed on antibiotics. The infection was not caused by the device or implant procedure. The cause of the infection is not known.

Manufacturer narrative:
Analysis for sc-1132 s/n (B)(4) - the device was evaluated for a possible malfunction against the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Analysis for sc-2218-70 s/n (B)(4) - a visual inspection found the lead was cleanly cut during the explant. The distal end was not returned. The device damage was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Analysis for sc-2218-70 s/n (B)(4) - a visual inspection found the lead was cleanly cut during the explant. The distal end was not returned. The device damage was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Analysis for sc-4316 lot # 22203392 - as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that a patient experienced an infection at the ipg site and had the entire scs system removed. The patient was placed on antibiotics. The infection was not caused by the device or implant procedure. The cause of the infection is not known.